Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image snowflake. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the scope error (e218) could not be established. Additionally, the most probable cause of image snowflake is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed scope error -e218. This issue occurred during inspection for use. There were no reports of patient harm.